Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported that the device was damaged in a car accident two years prior to the call. Customer stated that the insulin pump was cracked above the up arrow button. Blood glucose level a the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.